Event description:
During index procedure, a microdriver coronary stent system of unknown size was implanted in a patient's proximal rca. Patient was asymptomatic 30 days post index procedure. Approximately 4 months post index procedure, a non q wave mi is reported to have occurred, related to restenosis in the proximal rca. A revascularization was performed and an endeavor stent was implanted to treat the restenosis. Patient had a cardiac status of stable angina 6 months post index procedure.

Manufacturer narrative:
Secondary intervention - revascularization. Evaluation: results: mi.